Event description:
While dr. Was in the process of using the 14 mm lumbar tapered reamer in the patient the reamer head broke. All pieces were identified and removed from the patient with fluoroscopy utilized as a second source to confirm no retention of metallic objects. There was no harm to the patient and an additional reamer was opened in a sterile fashion and utilized without incident.